Event description:
It was reported that occlusion alarms occurred. The customer reported to the emergency room (ER) on (B)(6) 2022 due to a blood glucose (bg) level of 500-800 mg/dl and was subsequently admitted to the intensive care unit (ICU). The customer delivered a bolus via the pump, manual injection and performed a supply change prior to going to the ER to address bg, and was treated with intravenous fluids and manual injections while in the ICU. The customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.